Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered on the right ventricular lead. There was high impedance, oversensing, and noise via nonsustained tachycardia episodes on the electrogram. Impedance slowly increased, spiked high, then went back down. Fracture of the pace/ sense portion of the lead was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.